Event description:
It was reported that the patient found the needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod had been deactivated at the end of the second priming sequence. Inspection of the rotational sensor data found that a confirmed open with a closed-to-open transition occurred earlier than expected, resulting in the first priming sequence ending earlier than expected. This prevented the firing flat of the ratchet gear from lining up with the release bar to deploy the needle mechanism by the end of the second priming sequence. Rerun of the pod replicated the rotational sensor abnormality. Inspection of the drive mechanism found discoloration on the commutator indicative of contamination. This contamination contributed to the rotational sensor abnormality that prevented the device from deploying as intended.